Manufacturer narrative:
(B)(4). The reported mod t20 driver short was not returned to the complaints handling unit (chu) for evaluation. The product was received and evaluated by depuy australia. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Assessment is that this complaint is due to wear and tear. No issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of iliac screws from existing construct - l4-pelvis; (B)(6), (B)(6) hospital (B)(6) 2018. Dr (B)(6) was inserting pedicle screws under power and the tip of the t20 screwdriver shaft (short)) was burred. He asked that it be replaced. No delay to surgery. No ae to patient.